Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the consumer was implanted on (B)(6) and was discharged the next day and was fine. It was then reported the consumer fell unknown when) with stimulation turned off and went to the hospital due to the fall. The rep. Saw the consumer on (B)(6) at 4:30 and the impedance check was normal. Stimulation was turned on, and the consumer felt it in her right leg and some in the left leg. Stimulation was turned off due to the consumer not having their patient programmer (pp) at the hospital. The healthcare provider (hcp) additionally reported the consumer had been paralyzed from the waist down since implant on (B)(6) 2016, and they suspected a subdural hematoma as well. As a result the hcp was going to take the consumer back into surgery to remove the implant and the lead that evening. It was noted the lead and battery were removed on (B)(6) and would not be returned. The consumer was going to be going to a rehab hospital the following day for physical therapy. It was unknown if the issue was resolved at the current time. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.